Manufacturer narrative:
Review of logs and customer-provided video showed that the unit functioned as expected. The motor lock occurs for 10 seconds after the stop, which is the intended behavior of the device. After 10 seconds, the motor rotates as expected. There was no device problem noted.

Event description:
User reported that the pump rotated in the reverse direction when it was supposed to be stopped. There was no patient harm; however, this type of event is considered reportable by spectrum medical.

Manufacturer narrative:
Investigation is pending the return of the device.

Event description:
User reported that the pump rotated in the reverse direction when it was supposed to be stopped. There was no patient harm; however, this type of event is considered reportable by spectrum medical.